Manufacturer narrative:
A review of the manufacturing records and a search of the complaints database identified no known anomalies and no known trends for the lot numbers of the products identified. Patient says they believe the product has been recalled and they wish to have this confirmed by depuy. The products associated with this complaint were not part of a recall. However, a medical device alert was issued in 2009 for the preservation mobile bearing tibial as a result of a higher than expected revision rate. The medical device alert (mda/2009/037) advised that hospitals should identify patients implanted with a preservation mobile bearing tibial and consider undertaking clinical assessment of affected patients at least annually. The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should additional information be received; then the complaint shall be investigated further.

Event description:
Patient has pain.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.